Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient weight is estimated.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported the patient underwent a lead replacement due to lead migration.